Event description:
The manufacturer became aware of a patient comment on a foot health forum for information and discussion on foot problems. The post can be found at: http://foot-health-forum.com/index.php?threads/failed-cartiva.126530/. In the comment the reporter alleged : " I am having the same issue with a failed cartiva and would like to know how I get involved."

Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided on a supplemental report. Device remains implanted in patient.

Event description:
The manufacturer became aware of a patient comment on a foot health forum for information and discussion on foot problems. The post can be found at: http://foot-health-forum.com/index.php?threads/failed-cartiva.126530/. In the comment the reporter alleged : " I am having the same issue with a failed cartiva and would like to know how I get involved."

Manufacturer narrative:
The investigation of this case has been completed, and no additional information is available.